Manufacturer narrative:
Sections with additional information as of 19-may-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 30-mar-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer initially reported complaint for error message (e-3). Wife is calling on behalf of the customer. Customer had purchased the truemetrix air meter and test strips on day of call (B)(6) 2021. Customer stated that he has not been feeling well; customer's symptoms (undisclosed) had started prior to him obtaining and using the truemetrix air meter. Customer also reported that he had just been discharged from the ICU due to his diabetes; customer had obtained the truemetrix air meter after being discharged. During the call with the coordinator, a blood test was performed by the customer non-fasting and produced test result of hi using truemetrix air meter. Call was transferred to a technician for further troubleshooting. The customer did not know his expected blood glucose test result range. During the call with the technician, a back to back blood test was performed by the customer non-fasting and produced test results of hi (original vial) and hi (new vial, same lot number) using truemetrix air meter. The test strip lot manufacturers expiration date is 07/29/2022 and open vial date is (B)(6) 2021. The meter memory was reviewed for previous test result history (only one result in the memory): result 1: hi date: (B)(6) 2021 time: 3:22pm non-fasting.